Event description:
It was reported the patient died while undergoing a craniotomy unrelated to the device. The cause of death was noted to be a brain aneurysm caused by a fall. The patient had last been seen in the clinic 2 months previous and had home check one month previous at which times device working properly. Patient had been pacemaker dependent. Clinic unsure if autopsy performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 10:17:04. Oversensing - ventricular nst<=210 ms average v-cycle on (B)(6) 2010 in the timeframe between 10:22:58 and 10:27:30. Vf<=210 ms between (B)(6) 2010 03:30:02 and (B)(6) 2010 03:50:16. Interference/noise - ventricular short interval count v-sic=15.2 counts avg/day, in 26.29 days, between (B)(6) 2010 03:50:16 and (B)(6) 2010 10:47:48.

Event description:
Asku